Manufacturer narrative:
This event was also reported under manufacturer report #xxxxxx. Concomitant medical products: product type: lead, product ID: 3889-28, lot# va252hf, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-jan-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep called intra-operative and said the ins was showing high impedances on all contacts. The healthcare provider (hcp) tried connecting the ins to the previous lead, but high impedances were observed and they could never get it to clear on case positive. The rep reported the wire was not working which was clarified as bellows were observed on one of four electrodes when the new implantable neurostimulator (ins) was attached. The rep noted the ins was tested in and out of the patient's pocket. A call was then made to the call center who instructed them to open a second ins so that was done. During the entire process, the lead was tested with a test cable, but electrode 2 wouldn't produce motors. During the process, the rep also used a different smart programmer to eliminate the possibility that it was defective. The lead was replaced. They connected and reconnected to the wire four times, but it was eventually pulled and replaced with a second new lead. The rep reported an issue with the new lead; they ran impedances several times with the new battery, but impedances were observed everywhere and electrode 2 continued to show impedances above 4000 ohms. The lead was then replaced again. Once replaced, motors were observed on all electrodes and the impedances cleared. On february 10, additional information was received from customer service who reported the rep has the products. The rep later reported that the hcp was requesting a replacement for the ins and lead free of charge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 3058, serial# (B)(4), product type: implantable neurostimulator. Product ID 3889-33, lot# va1fzln, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Product ID 3889-28, lot# va252hf, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was noted that the issue was an out of box failure. No patient complications were reported as a result of this event. [Refer to manufacturer report #3004209178-2020-03375 for details pertaining to the reportable related event.]